Event description:
On 6/11/80, pt had bilateral silicone breast implants placed. Each implant was 180cc and manufactured by co. Implants placed at hosp. In 7/93, mammographic evidence indicated a rupture of bilateral silicone implants. Surgery was performed on 7/3/96 to remove bilateral implants. Surgery was performed on 7/3/96 to remove bilateral implants.